Event description:
It was reported the pt's ipg site is uncomfortable when she is sitting. The physician relocated the ipg on (B)(6) 2014 and the issue has been resolved.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.